Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis. It was also stated that the insulin pump had been alarming no delivery. Troubleshooting was performed and the insulin pump passed the required tests. In addition, it was stated that the customer has several endocrine issues that are believed to have contributed to the hospitalization.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.